Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the therapy was working fine until they fell 3 times. The first time they fell was on (B)(6) 2024. The next time they fell was on (B)(6) 2024 and they had a small fracture of their last vertebrae. The last fall was the one in (B)(6) where they fell on a rug in the kitchen, and it felt like they bounced. The caller did not know after which fall the symptoms returned. The incontinence is worse than ever--it didn't give them any warning and when they stood up, the urine poured out. The caller noted that they can push the device down with their finger, but it comes back up. The patient was redirected to their healthcare provider (hcp). The agent emailed them physician listings. The caller reported they would charge the external devices and call back for help adjusting the stimulation. The patient called back later that day for further assistance with increasing their stimulation. The patient reiterated previously noted events and stated that after their 3 falls t hey were completely incontinent. Agent assisted the patient with increasing their stimulation. Stimulation was reported to be confirmed and comfortable. They were redirected to their hcp if the issue persisted.

Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.